Event description:
It was reported that during a prostate procedure, the surgeon switched to conventional resection. The original intended procedure was cysto, photoselective vaporization of prostate.there was no report of patient injury.no additional information was provided.